Event description:
During cardiac cath approx. 40cm of catheter broke off in patient. It was not noticed and patient continued to have chest post discharge. CT showed retained catheter. It was removed a couple of months later manufacturer response for balloon wedge pressure dual lumen 7f 110cm catheter, balloon catheter (per site reporter): mfg is making arrangements for return of catheter and inspection of same.